Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were exiting the infusion set tubing during the fill tubing step. No insulin continued to be seen after the customer had changed the cartridge twice and the infusion set three times. The customer's blood glucose level was 200 mg/dl. Tandem technical support (cts) instructed customer to disconnect the infusion set tubing to see if insulin was exiting the cartridge patient line. Reportedly, insulin was exiting the cartridge patient line. Cts instructed customer to changed out infusion set tubing. Customer changed tubing and was able to resume insulin delivery.